Manufacturer narrative:
Troubleshooting with the customer revealed that no maintenance had been performed on the device. While the AED is designed to be low maintenance, certain tasks are required by the customer to ensure the device remains ready for use, as outlined in the IFU. Given that the AED is well beyond its 10-year design life and considering the reported issue, the customer was advised to remove the device from service.

Event description:
A customer reported their AED will not speak. They reported this did not occur during patient use.